Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports child received a false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22013d, reader sn (B)(4). Cue covid-19 tests performed on the (B)(6) 2022 and (B)(6) 2022 provided positive results. On (B)(6) 2022, customer's child tested positive on a binaxnow rapid antigen test. On (B)(6) 2022 , customer's child tested positive with an additional binaxnow rapid antigen test. Customer confirms child is symptomatic for covid-19 and cartridges were stored within the validated temperature range.